Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va11d1x, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
The consumer reported that the patient experienced a loss or change of therapy due to a gradual change in therapy or symptoms in (B)(6) 2016. The patient realized they were starting to go to the bathroom more often and their interstitial cystitis (ic) pain started coming back. The patient made an adjustment to the amplitude and changed programs, but had not had any changes to therapeutic effect since doing so. The patient programmer was going through batteries more quickly than expected. The patient last changed the batteries last week and was already getting the message that the batteries were empty again. The programmer used batteries every week. The patient was using standard aaa alkaline batteries. The programmer had not been dropped or wet. The health care provider (hcp) and manufacturer representative further reported that the patient reported to their surgeon's office while in town and was not getting symptom control in (B)(6) 2016 as they had previously. The physician's assistant (pa) ran an impedance check and all combinations were over 4000 ohms. The manufacturer representative ran an impedance check in pre-op and got the same results at the pa. T he surgeon decided to remove the entire old system and replace it with a new system on (B)(6) 2016. The issue was resolved and the patient was alive with no injury. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.